Event description:
Complainant alleged that during patient use, the autopulse platform displayed a user advisory ua 18 (max take-up revolutions exceeded) message. Customer reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the motor cover and the encoder cover were damaged. The physical damages found during visual inspection are not related to the reported event of a user advisory (ua) 18 (max take-up revolutions exceeded). The damages appear to have been caused by normal wear and tear (autopulse manufactured in 9/2005). A review of the archive was performed and the reported complaint that the platform displayed a ua18 was confirmed. The archive data shows that multiple ua18 faults occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive also shows that no sessions occurred on the reported event date. Functional testing was performed and the reported issue of ua18 could not be reproduced. During testing, however a ua17 (max motor on time exceeded during active operation) was observed after a few compressions with the lrtf (large resuscitation test fixture). It was found that one of the load cells was not functioning. Based on the investigation, the parts identified for replacement are the load cell, motor cover and the encoder cover. In summary, the reported complaint that the platform displayed a ua18 was confirmed based on the archive review, however, this could not be reproduced during functional testing. A root cause for ua18 and ua17 is due to the defective load cell. The ua17 observed during functional testing is unrelated to the reported complaint. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the load cell and the damaged parts, the platform passed all testing criteria.